Event description:
It was reported that the micro sagittal saw was smoking during a case. A back-up was used to complete the case. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be damaged, the sag head assembly was found to be corroded, and the yoke was found to be broken.